Event description:
It was reported that the pt experienced respiratory depression and was in the intensive care unit. The managing hcp prescribed a daily dose decrease of intrathecal morphine from 3.5 mg to 2.0 mg/day. The pt was stable at the time of this report. They will assess the pt's condition following the daily dose decrease. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).